Event description:
It was reported that a user experienced absent blood glucose display on the ilet with three lines shown and no alerts while using a dexcom g7 sensor, consistent with signal loss to the ilet; troubleshooting and education regarding temporary connection issues were completed. Investigation included a review of device connectivity and use of troubleshooting guidance. Investigation of this case revealed a transient communication issue between the cgm and the ilet with no device malfunction confirmed. No adverse clinical effects reported during the event. Outcomes included no change in clinical status and no need for medical intervention. It was concluded that the event was related to temporary signal loss without injury.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.